Event description:
Attempted to remove catheter. 3cc fluid obtained. Balloon not deflated, tried again 45 mins later, unable to deflate. Cut end of balloon post. No fluid noted. Syringe attached to cut end, no fluid out. Intervention-physician (urologist) inserted guidewire in balloon post. Balloon deflated, cath removed.